Manufacturer narrative:
(B)(4). Date of initial report : 11/17/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not cut during a radical nephrectomy. The surgeon removed the device and observed that the knife blade was protruding from the jaws of the device. There was no tissue damage, bleeding or patient injury.

Manufacturer narrative:
(B)(4). The device no longer has a spindle pin. The pin connects the knife to the trigger. Without the spindle pin, the knife was free to move forward even when the jaws were open. Engineering determined the pin was never installed in the manufacturing process. Training was conducted with all operators to emphasize the inspection checks to ensure the spindle pin is installed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.